Event description:
The facility representative reported an infusion pump with depleted batteries during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.